Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had recorded a "check vent: battery failed" alarm (1124). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the v60 ventilator had recorded a "check vent: battery failed" alarm (1124). It was reported that the device had failed the preventative maintenance but could not understand the cause. The event log was reviewed, and it was observed that the "check vent: battery failed" had been recorded. The customer reported that the battery was over five years old, and it would need a replacement. The customer was deciding if the device would be retired or repaired. The investigation is ongoing.